Manufacturer narrative:
Product analysis: the device was received for analysis. Numerous kinks were evident on the hypotube. Kinks and flattened sections were evident on the distal shaft. The device returned with balloon folds intact and stent in position on the balloon. No balloon inflation or stent deployment was evident. No stent deformation was evident. No evidence of necking on the balloon bond. Deformation was evident to the distal tip. The balloon passed negative prep. The balloon was inflated to a nominal of 9atm and maintained pressure, and the stent deployed with no issues noted. No other deformation was evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not noted while advancing the device to the lesion. Excessive force was not used. There was partial inflation of the balloon. An inflation pressure of 15atm was applied when it was determined that there were inflation difficulties. The stent was not implanted and was removed. The same inflation device was used successfully with other devices. Patient weight provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
An attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion with 90% stenosis, located in the mid circumflex (cx) artery. The device was inspected with no issues. Negative prep was performed with no issues. It was reported that inflation difficulties occurred during stent deployment. The device was explanted and replaced by a non-medtronic device. The patient is alive with no injury. Please note that this device is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity rx coronary drug eluting stent. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.